Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the lead positioning, blood was noted to be coming out of the lead. Crack on the lead was suspected. The lead was not used. A new lead was implanted. The patient was in a stable condition.